Event description:
Pt had heart pump implanted in 1998 as a bridge to transplantation. In 1999, pt experienced device malfunction. MFR was sent waveform analysis and was unable to identify defect. Site visit done by tci clinical applications specialist who was unable to replicate the malfunction. Maximum pump rate/flows still not identified. Pt underwent heart transplantation in 1999. Pump and driveline sent to MFR for analysis.